Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary = the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. During evaluation, following defects were found with the device. The covers were damaged and irreparable. The guide line and the chamber holder were bent the holder for compressed air reservoir was irreparable. The device was not calibrated correctly. Inadequate flow issue. The pressure mechanism was re-adjusted, defective material was exchanged and the covers & holder for compressed air reservoir were replaced to resolve the identified failures. Also, mechanical upgrade was performed and the pneumatic circuit was checked. The unit was cleaned, calibrated newly, tested and found to be fully functional. The physical damage to the device is most likely a result of user mishandling, probably during transport or storage of the device. The calibration issue with the device can be attributed to user error. The damaged components of the device would have caused the inadequate flow from the device. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/19/2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot = the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/19/2017 and passed all functional testing before being returned to the customer.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by affiliate via service request the 4580 fms duo+ pump/shaver combo ns. Defect identified during service assessment. No reported malfunction from the customer, no patient involvement, and no surgical delay. The failure was detected during electrical safety test. The device is available to be returned for evaluation.